Manufacturer narrative:
Product event summary: at analysis the stated reason for return (unable to enter parameters) was confirmed. The device was received in good cosmetic/mechanical condition and passed its incoming test however it was noted that the battery was depleted and therefore no adjustments were possible. The battery was replaced, the main board calibrated and the battery contacts were cleaned. A final test was performed on the automated test system and the device passed all tests with no visual or electrical anomalies.

Event description:
It was reported that parameters could not be entered on the external pulse generator. The generator was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.